Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician tightened the rotating hemostatic valve (rhv) too tight and caused the 5max ace reperfusion catheter to kink. There was no report of an adverse effect on the patient and the procedure was complete using a different catheter.

Manufacturer narrative:
Result: the 5maxace catheter is kinked approximately 27.0 cm and 103.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the 5maxace catheter was kinked by tightening the rhv onto the catheter too tight. Evaluation of the returned device confirmed two kinks in the catheter shaft. The observed damage is consistent with over tightening the rhv on the catheter during use. These devices are 100% visually inspected for damage during packaging.